Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm. The unit had a missing end cap sticker and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer stated they were able to clear the alarm, but the buttons were still unresponsive. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.